Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber body break is confirmed as the fiber was functionally tested with helium neon (hene) laser fixture and the aiming beam was observed only at the break location, and no aiming beam was present at he output window. It is probable that excessive manipulation and rough technique while advancing the fiber down the scope likely caused the fiber body break. The interaction between the user and device, or sample, caused or contributed to the observed fiber break and reported event. The IFU instructs the user not to retract, dissect or probe tissue with the tip of the fiber, not to press the fiber end into the tissue and not to bend the fiber at sharp angles as it can damage the fiber. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual examination of the fiber did not identify any signs of detritus adhesion or devitrification. The fiber tip looked unused. The fiber was functionally tested with helium neon (hene) laser fixture, and the testing conducted identified that the aiming beam was only present at the break location and not at the output window. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU states: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result and do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced excessive manipulation and rough technique. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates the interaction between the user and device, or sample, caused or contributed to the observed fiber break and reported event.

Event description:
It was reported that the fiber was received without performance allegation information. The fiber was returned and analysis identified a break in the fiber body.